Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that a (B)(6) year old male staff worker who weights (B)(6) kg and has an implantable cardioverter defibrillator (aicd), went into ventricular fibrillation and a colleague, who was a (B)(6) year old male volunteer firefighter who weights (B)(6) kg started CPR on the pt. The rescue squad arrived with the mseries and attached it to the pt via zoll pads. Complainant alleged that in between analyses, CPR was still being performed on the pt by the colleague and the colleague rec'd a defibrillation shock, however; neither the medics nor the colleague affected can determine if the shock came from the aicd or mseries device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant did indicate that the colleague affected suffered from muscle spasms, high blood pressure and tachycardia arrhythmias.